Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge began to leak when it was filled with insulin. The customer's blood glucose level was not impacted. It was confirmed that the customer loaded a new cartridge.